Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Additional information received reports that patient underwent surgical intervention on (B)(6)2022 during which the leads were explanted and replaced.

Manufacturer narrative:
Event date is estimated.

Event description:
Related manufacturer reference number: 3006705815-2021-05485. It was reported the patient's leads had migrated causing ineffective therapy. The issue was confirmed via x-rays. Reprogramming was unable to resolve the issue. Surgical intervention is pending to address this issue.